Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer father reported that the patient had a button error alarm on the insulin pump. The customer's blood glucose level was 234 mg/dl. The customer father stated that the insulin pump getting button error. The customer father was asked if he recalls any significant events leading to the alarm and said no. The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction. The customer was advised that insulin pump need to be replaced.